Event description:
Received a report from a consumer indicating on two different occasions (months apart) she has experienced pieces of a tampon separating and being left behind after removal of the tampon pledget. On the last occasion, (B)(6) 2011, she sought an examination for cramping and discomfort wherein the physician removed a piece of a tampon without incident. She has fully recovered.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation and date code information for investigation.